Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the t.w. Power supply failed to deliver energy. The hosp verified that the cables were working properly. A replacement device was used to complete the procedure. The hosp did not report an pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).